Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump had medication left 5fu. It was reported that 6.3 volume 250 remaining 249.2. No patient injury reported.